Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Blood was present outside and inside the device. Inspection of the device revealed that there were numerous kinks through the shaft of the device. With a shaft and hypotube break 56.5cm proximal of the tip. Functional testing was performed by placing the device in the angiojet console. The complaint device failed to prime and the ¿check saline¿ error was displayed on the console and catheter leaked at the broken area. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported there is a hole in the catheter shaft. Two angiojet solent omni thrombectomy catheters were used in a deep vein thrombosis (dvt) treatment procedure in the right posterior tibial vein all the way up to the femoral vein into the inferior vena cava (ivc). The first catheter was primed and power pulse completed. Then the catheter was switched to thrombectomy mode for about 30 millimeters and stopped due to a "saline supply error". They took it out and replaced it with another angiojet solent omni catheter. After treatment was completed, during removal, it was noted there was a hole in the midsection of the catheter. There were no reported patient complications and the patient status was fine post procedure.